Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The IFU provided with the kit informs the user, "use care when removing guidewire. If resistance is encountered, remove guidewire and catheter together as a unit. Use of excessive force may damage catheter or guidewire". A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that " the doctor inserted an arterial catheter and the guide kinked, so he had to use a new set. This resulted in a waste of time.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that " the doctor inserted an arterial catheter and the guide kinked, so he had to use a new set. This resulted in a waste of time.

Manufacturer narrative:
(B)(4). In section d provided the full UDI # UDI related data quality updates only.

Event description:
It was reported that " the doctor inserted an arterial catheter and the guide kinked, so he had to use a new set. This resulted in a waste of time.